Manufacturer narrative:
Additional narrative: a review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the spacer is manufactured from a biocompatible radiolucent polymer (peek) designed to handle the loads experienced in the lumbar spine. Drawings for the 9mm vertebral spacer were reviewed and found suitable to determine the intended device design, application and dimensional conformity. The spacer was found to have met the drawing specifications. The product was received under the complaint condition broken ¿ intraoperatively. There is a crack traveling diagonally from the top of the spacer through the left wall of the threaded hole centered on the anterior side of the spacer. The implant was never implanted in the patient, so the damage occurred while the implant was being mounted to the holder. The face of the holder fits between the top and bottom lips on the anterior side of the spacer in order to align the threaded rod of the holder to the threaded hole of the spacer. On the 9mm spacer the lip in question measures 0.55mm thick. On larger spacers (11-21mm) this dimension increases, and therefore becomes less fragile. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The complaint is therefore confirmed. On the 9mm spacer the upper and lower lips on the anterior side are very thin, which requires care be taken in order to mound the implant to the holder. The device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two vertebral spacers, size nine, fractured during a procedure (B)(6) 2014. The fracture occurred while the spacers were in the handle and the handle was threaded on the implant. The surgeon decided to use size 11 spacers to complete the surgery even though additional size 9 spacers were available. Surgery was successfully completed with a15 minute delay reported. This is report 2 of 2 for (B)(4).